Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reports omni post would not hold position. No further information available.

Manufacturer narrative:
On 4/7/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - evaluation verified customer information as valid. Device failed functional checks. Prior to disassembly device shows abnormal handle over throw, and when disassembled internal parts are damaged. Cam is visually bent and there are wear marks on .500 dia indicating over use. Cam body has visual wear marks indicating excess handle throw. Device history evaluation - device history record reviewed for this product shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Conclusion: in summary the end users reason for return was verified the most probable cause could be use error. Handle received overthrown, visual marks on cam and cam body indicate excessive force. Please note that a CAPA has been issued to further investigate this reported failure.